Event description:
On (B)(6) 2012, the patient contacted animas, alleging the ok keypad button was intermittently unresponsive and required several presses to elicit a response. The patient denied damage to the keypad. The patient reportedly wore the pump in a case attached to a belt and did not clean it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-jul-2019 with the following findings:.during investigation, the original complaint of the keypad issue was unable to be duplicated. There was no damage or peeling to keypad. All keys are responsive. Removed the keypad and found contamination under the all key contacts. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.